Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a hypermetropia refractive surprise outcome after guided analyzer cataract surgery on a patient's right eye. Doctor implanted the intraocular lens (iol) based off the analyzer's recommendation. Physician feels that if went with own pre-operative plan that the patient's outcome would have been good. It was discussed that the patient might need to undergo a lasik touch up to amend the refractive surprise in the future.

Manufacturer narrative:
The clinical application specialist (cas) visited the site and provided feedback from this case. The following is a review of the information obtained: it seems likely that the cause of the variation in the system read is what looks to be either a compression of the globe and/or excess ophthalmic viscoelastic device (ovd) on the surface which is seen in the camera on the right hand side of both pictures. The effect can be seen changing the overall shape of the image. It is also noted that the first set of measurements was performed when the surface was dry ¿ this was corrected on the later reading. The customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).